Event description:
On 5/3/24 beta bionics was made aware by diabetes clinic that an ilet user experienced diabetic ketoacidosis (dka). The event occurred on 4/14/24. Multiple attempts by beta bionics customer care to contact the user to confirm the event and obtain additional information have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Device data for the event date of 2024-04-14 was reviewed. The device was initialized on 2024-03-25, and device logs are available until 2024-04-18. No malfunction alerts were found in the device engineering logs. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No factory resets were found, and body weight was not changed from initial set up. Device audio was set to off on (B)(6) 2024. Cgm alert settings were not changed from initial set up (on). The last cartridge and infusion set (teflon cannula) change prior to the event date was on 2024-04-13 at 11:04 pm. A fingerstick bg value of 492 mg/dl was entered at 6:50 am on the day of the event, 2024-04-14, when the cgm glucose was reading 142 mg/dl. The bg value was rejected as a calibration by the g7 cgm sensor. The cartridge and infusion set were replaced on the day of the event, at 8:37 am and the dexcom g7 cgm sensor was replaced at 8:46 am. When the new cgm sensor completed warming up, the cgm glucose reading was greater than 400 mg/dl. The cgm glucose remained above range for about 24 hours before returning to range the morning of (B)(6) 2024. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended by reacting appropriately to cgm glucose values it received from the sensor, and appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended with the glucose values it received. The significant difference between the fingerstick bg value and the g7 cgm sensor reading on the morning of (B)(6) 2024 is the assignable cause for this event, as the user was likely hyperglycemic prior to that bg reading, but the ilet was unable to deliver the needed insulin while the cgm was reading inaccurately. The user followed the appropriate protocol and replaced their cgm sensor.